Event description:
It was reported that when the patient would use their ipad on their left arm it would turn their implantable neurostimulator (ins) on. It was further reported that the patient's friend was a security guard with a magnetic badge and when they would hug, the patient's ins would also turn on. It was noted that the patient cannot walk when the device is on.

Manufacturer narrative:
Product ID: 3387-40, lot# j0124807v, implanted: (B)(6) 2002, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).